Event description:
It was reported that a patient underwent a perineal plasty procedure on (B)(6) 2014 and suture was used. The needle broke in half at the midway point of the arc. The tip of the needle was unable to be retrieved from the patient. Another like product was used to complete the case. No additional information was reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.